Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 18sep2023 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2023-00064 and 1819470-2023-00065, since there is more than one device implicated. Evaluation summary: the male patient reported the injection button of his humapen savvio device "would push down with no resistance," and no insulin would come out. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1406v12, manufactured june 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atypical findings with regards to a device not working issues. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by consumer who contacted the company to report an adverse event and product complaint (pc) with additional information from initial reporter, concerned a 71-year-old (at the time of the initial report) male patient of an unknown origin. Medical history was not provided. Concomitant medications included metoprolol, acetylsalicylic acid and ramipril for heart condition, empagliflozin for diabetes, furosemide for diuretic and allopurinol for arthritis. The patient received insulin lispro (rdna origin) injections (humalog, 100 units/ml) via cartridge with humapen savio, 5 units, per needed, subcutaneously, for treatment of diabetes mellitus, beginning on an unknown date. Additionally, he received insulin glargine (rdna origin) injections (basaglar) via cartridge with humapen savio, 20 units, daily. Indication for use, route of administration and therapy start date were not provided. On an unknown day in (B)(6) 2022, while on insulin lispro and insulin glargine therapies, he was hospitalized for a foot infection and was hospitalized again in (B)(6) 2022 for the same reason. In (B)(6) 2022 was hospitalized and he had surgery on his foot because of the infection earlier in the year and they amputated from the fourth toe to the middle toe. From (B)(6) 2023 he was hospitalized for unspecified reason. On unspecified date, he had 3 humapen savio that did not work. He was wondering why he was not getting the proper dosing, when he pushes down, no insulin would come out and the injection button would push down with no resistance ((B)(4), lot number unknown) ((B)(4) , lot number 1406v12) ((B)(4), lot number 1906s01a), therefore his blood sugars were not being controlled, his blood sugars reached highs of 19 (units were not provided) because he was not getting his insulin, therefore he was hospitalized overnight and released the next day. He was recovering from infection foot and was recovered from blood sugar high. Insulin glargine was discontinued and insulin lispro continue. The operator of the three humapen savio was the patient, and his training status was not provided. The general humapen savio model duration of use and the three suspect humapen savio duration of use were not provided. The three suspect humapen savio were not available for its return. The initial reporting consumer did not provide relatedness of the events with insulin lispro, insulin glargine or humapen savio. Update 26-jul-2023: information was received from the responsible complaint person (rcp) on 26-jul-2023. No new information was received. No changes were made in this case. Update 30-aug-2023: additional information received from initial reporter on 28-aug-2023. Added patient details, insulin glargine as suspect drug, humapen savio suspect devices, blood sugar increased and foot infection events; metoprolol, acetylsalicylic acid, ramipril, empagliflozin, furosemide, allopurinol as concomitant medications. Updated insulin lispro formulation from kwikpen to cartridge, device from kwikpen to humapen savio red and narrative according with new information. Update 07sep2023: additional information received on 29aug2023 from global product complaint database. Reiterated the suspect humapen savio. Reiterated the lot number as unknown for product complaint (B)(4) relating to the humapen savio. Corresponding fields and narrative updated accordingly. Update on 11sep2023, per internal review on 08sep2023. Correct update statement date from 29sep2023 to 29aug2023. Update narrative. Update on 14sep2023. Per internal review on 14sep2023. Update combo product associated with device field for all devices from lispro reglispro (pen, disposable) to blank. Recode humapen savvio device from humapen savvio 3ml (red) to unknown color. Update corresponding fields. Edit 14sep2023: updated medwatch fields for expedited device reporting. No new information added. Update 18sep2023: additional information received on 12sep2023 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields; and added date of manufacture for the suspect humapen savvio associated with (B)(4), 6688847 and 6688849). Corresponding fields and narrative updated accordingly.